Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the internal battery was observed, and error codes were found in the downloaded event log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device is pending the outcome of the evaluation.

Manufacturer narrative:
On previously submitted report, a trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the internal battery was observed, and error codes were found in the downloaded event log. During the evaluation of the device, the device failed a test step during testing. The device's internal battery needs to be replaced to address the issues.